Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal pain.'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. G02003-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight fluctuation. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and migraine ("migraine / migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation, ablation on 2010 and hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain and abdominal pain lower had resolved and the fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6)2010(per ppf; discrepancy noted), previously reported insertion date was 2011. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fatigue, migraine, weight gain. Current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: bilateral fallopian tube occlusion. Ultrasound pelvis - on (B)(6)2010: very small 2 cm hyperechoic area that might represent retained products, possible polyp. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal pain.'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. G02003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight fluctuation. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and migraine ("migraine / migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation, ablation on 2010 and hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain and abdominal pain lower had resolved and the fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2010(per ppf; discrepancy noted), previously reported insertion date was 2011. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fatigue, migraine, weight gain. Current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. Ultrasound pelvis - on (B)(6) 2010: very small 2 cm hyperechoic area that might represent retained products, possible polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: new events (vaginal bleeding and lower abdominal pain), lot number, new reporters, patient height, updated, medical history and lab test were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal pain.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on 18-nov-2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2010(per ppf; discrepancy noted), previously reported insertion date was 2011. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fatigue, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: the previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fatigue, migraine and weight gain. Outcome of pain and bleeding were updated. Laboratory data, essure insertion date and removal date with procedure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.